Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, component codes, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the power management board (0670-00-1162) and reseated the coiled cable. The fse completed the pm and the unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received part number 0670-00-1162 with a reported unit failure of a shutdown during use. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4).

Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an unexpected shut down during patient use. There was no patient harm.